Manufacturer narrative:
Additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of rotator cuff suture, the anchor was broken off, removed all the pieces. The complaint was received and evaluated. Visual observation revealed that the anchor was broken from the distal part but is held in place by suture. Therefore, this complaint can be confirmed. Also, the suture card is still intact. There was no damage in the shaft. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 1l15098, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of rotator cuff suture, the anchor was broken off, removed all the pieces. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.